Manufacturer narrative:
Investigation summary: the device was inspected, and white material was found inside the pebax, no exposed parts. The device was visually inspected, and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. A failure analysis was performed, and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Then, electrical test was performed, and the catheter failed, no electrical readings were observed on electrode # 1. A failure analysis was performed, and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. A scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage and a hole on the pebax surface. Is possible that damage was caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. Improvements have been implemented to reduce magnetic and force sensor internal issues. This issue is highly detectable by the physician. The root cause of the electrical issue cannot be determined; however, an internal action was created to investigate this issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that catheter had "current leakage 7" was displayed on the carto 3 system. The cable and catheter were disconnected, and the patient interface unit (piu) was rebooted. The error reappeared when the ablation catheter was connected. The catheter was replaced, and the issue resolved. The procedure was completed successfully. There was no patient consequence. The issue of current leakage-device disruption were reviewed and assessed as not reportable issues. The biosense webster, inc. Product analysis lab received the device for evaluation on march 6, 2019. The device was inspected and white material was found inside the pebax, no exposed parts. This issue was assessed as not reportable. The scanning electron microscope (sem) analysis was completed on april 5, 2019 and it showed evidence of mechanical damage and a hole on the pebax surface. It is possible that damage was caused by an unknown object. No other anomalies were observed. The issue of foreign material inside the pebax - external damage was reviewed and assessed as a reportable issue. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.